Manufacturer narrative:
Complaint not confirmed, the device was returned with a large chunk of bone and/or bone cement but no apparent damage or abnormality that may contributed to the event was observed. As provided in the event description, the cause of the event is likely patient non-compliance.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that a revision surgery was performed to retrieve the prosthesis. It was further reported that the defective prosthesis was caused due to the post operative actions by the patient. The patient did not follow the post op guidelines and was overloading the prosthesis too early in the gym.